Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was oversensing due to non-physiologic signals/sic (sensing integrity counter). There was oversensing associated with the right ventricular lead. There was an unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate shock therapy due to noise oversensing on the right ventricular (rv) lead. The lead was found to have no capture and high pace/sense impedance. The lead is suspect of a possible fracture. The lead was programmed off until it could be revised. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.